Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use after pre-dilation using a 3.00mm non bsc balloon. During the procedure, at first dilation, it was noted that the balloon ruptured at 3atm. The procedure was completed with a different device. No patient complications were reported.